Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-2218-70, serial#: (B)(4), model description: st linear lead, 70cm with pre-loaded 0.014 inch stylet model#:sc-3138-35, serial#: (B)(4), model description:lead extension, 35cm model#: sc-2138-70, serial#: (B)(4), model description: linear lead, 70 cm with pre-loaded 0.012 inch stylet. The explanted devices were not returned to bsn for evaluation as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's ipg began to protrude through the skin due to non-device related weight loss. The physician explanted the patient. The patient was reportedly doing fine after the explant procedure.